Event description:
It was reported the patient's left hip was revised following this sequence of events: patient dislocated in another region of the country. A closed reduction was performed on an unknown date at an unknown facility and was thought to be successful. Patient dislocated a second time. A closed reduction was attempted and failed. Patient was brought to the hospital and a revision was performed. Intra-operatively, the adm/ mdm poly insert was found to have both dissociated from the ceramic head and dislocated out of the metal insert. The head, metal liner, and poly insert were revised to a new head with a constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.